Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products in the d10 narrative below. D10: concomitant medical products, part (lot): unknown lateral plate (unknown). Associated product information: unknown posterior plate (unknown). G2: foreign - event occurred in united kingdom. Attempts have been made to gather all product identification information, and no further information has been provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent removal of two plates on an unknown date. The medial and lateral plates were removed, and the posterior plate remained in situ. No intraoperative details were provided. The event was identified postoperatively through a study database review. The patient was unable to return to work due to the inability to stand for prolonged periods of time. No additional clinical information was provided. Due diligence is complete for this complaint; it was reported that no further information is available, and to date no additional information or product has been received.